Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a sensor was inserted and they received two calibration errors. Blood glucose value was 13 mmol/l. The sensor had been inserted for four hours and customer kept having issues. The customer was advised to remove the sensor. When the customer removed the sensor, it was found that the needle is shorter than normal. Customer compared to another sensor and it was more than half shorter. The customer checked the skin and there was little blood at the site but no pieces of the broken sensor were found. Customer requested to be contacted to discuss issue with sensor and refused to insert a new sensor.